Event description:
It was reported that one day post port placement, the patient allegedly experienced bleeding. Reportedly, pressure was held for fifteen minutes or so to get it to stop. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The photo shows the dressing which is soaked in blood. However, the investigation is inconclusive for the reported leak issue as no objective evidence was noted to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: b5, h6 (device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post port placement procedure, the device allegedly had a leak. There was no reported patient injury.